Event description:
Philips received a complaint on the defibrillator indicating that the device had application problem. Information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter last name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device had application problem. The customer provided a training on use and maintenance of the device. The device was returned to full functionality after regular maintenance training. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed.